Manufacturer narrative:
Reporting address & institution phone #: (B)(6).

Event description:
It was reported the device displayed a "low leak-co2 rebreathing risk" alarm. Not in use, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The reported phenomenon was duplicated by the service engineer (se). The se then reported that the measured values were not displayed, and that a "co2 rebreathing risk" alarm occurred even though a flow was being provided. The se replaced the flow sensor assembly to resolve the issue.